Event description:
It was reported by a customer in (B)(6) that, during maintenance of an ht70 ventilator, it was found that the up and down keys were unresponsive when the down key was selected. There was no pt involvement reported.

Manufacturer narrative:
The evaluation/repair of the ht70 ventilator is expected to be performed, but has not yet been initiated. Covidien reference # (B)(4).